Event description:
A (B)(6)-year-old female with a history of atrial septal defect and patent foramen ovale treated initially with a helex device and subsequently an amplatzer septal occluder (aso) due to residual shunting. The patient had paroxysmal svt about a month after aso placement and the aso was reported to have been explanted.

Event description:
A (B)(6) female with a history of atrial septal defect and patent foramen ovale treated initially with a gore® helex septal occluder device in (B)(6) 2014. A residual shunt persisted and a 13mm amplatzer septal occluder (aso) was placed in (B)(6) 2014. A residual shunt was present at the conclusion of the procedure, and the physician's plan was to monitor the patient for six months, hoping for closure of the shunt with endothelialization. Within three weeks the patient presented with palpitations and svt was noted on a holter monitor. At that time the aso was surgically explanted and the asd was electively closed. The patient is reported to be doing well with resolution of symptoms.

Manufacturer narrative:
Gtin number: unknown. (B)(4). Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device's manufacturing records could not be reviewed since the lot number for the affected product was not provided to st. Jude medical. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. The cause of the reported event remains unknown.